Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Event description:
Patient reported "implant rupture". Device has been explanted and replaced with non-allergan device. Subsequently, physician reported pain and swelling. Confirmed by ultrasound this relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2, h6. Device photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - pain: unable to observe as it is a medical event that is not related to the device. - edema: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "implant rupture". The device has been explanted. This relates to the right side.